Event description:
[Disposable sampling swab for sars-cov-2 testing] treatment under emergency use authorization (eua): disposable sampling swab (nasopharyngeal) to obtain specimen for sars-cov-2 broke during specimen collection, leaving approximately 4cm of swab in patient nasopharynx. Object retrieved. No harm to patient.